Manufacturer narrative:
Batch review performed on 10 apr 2026 lot: 2410479: (B)(4) items manufactured and released on 10 jul 2024. Expiration date: 2029-jun-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
Revision surgery due to tibial loosening after about 1 year and 5 months from primary surgery. There are no indications of trauma or poor bone quality. The surgeon observed that the femur and patella were not loose. The surgeon revised the 11mm insert to a 12mm insert and revised the tibial tray. The surgery was completed successfully.